Manufacturer narrative:
The awl was returned to the manufacturer for evaluation. It was reported that the tip of the awl was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. UDI not available at the time of filing. Device manufacture date is not available at time of filing. Part not received.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the probe was deformed. No impact on patient outcome.